Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the cable is moved, the 1788 camera image is lost. The lost of image duration could not be confirmed, and the medical procedure was finished with an auxiliary/backup device.